Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: an advanix biliary stent with naviflex delivery system was received for analysis. The guide catheter was detached and kinked. The push catheter was also kinked. After destructive test it was seen that the device hypotube from the pull wire was not attached into the black guide catheter. The reported event of catheter-guide break was confirmed. The investigation concluded that the reported event and the observed device problems were most likely due to procedural factors encountered during use. Contributing factors may have included the patient's tortuous anatomy, the handling and manipulation of the device, the physician's technique, or the amount of force applied. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat a malignant distal stricture during an endoscopic retrograde cholangiopancreatography (ercp) with advanix biliary stent placement procedure performed on (B)(6) 2024. During the procedure, the advanix biliary stent was successfully deployed; however, the introducer was separated from the inner guide catheter. The inner guide catheter was removed from the patient using rat tooth forceps. The advanix biliary stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in the common bile duct to treat a malignant distal stricture during an endoscopic retrograde cholangiopancreatography (ercp) with advanix biliary stent placement procedure performed on (B)(6) 2024. During the procedure, the advanix biliary stent was successfully deployed; however, the introducer was separated from the inner guide catheter. The inner guide catheter was removed from the patient using rat tooth forceps. The advanix biliary stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.